Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. No further information was provided. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2016-correction to brand name, model #, serial #, and PMA/510(k) #. The pump information was unknown at the time of contact.